Manufacturer narrative:
One nt500 pain management rf generator was received for investigation. Functional testing confirmed erratic rf output operation and temperature display once the first lesion reaches the setpoint temperature. Additional testing identified the front panel sub board located in the upper assembly as the root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported temperature issue and subsequent procedure incompletion was isolated to the front panel sub board located in the upper assembly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2020-00046. During the procedure, the fourth lesion was unable to be completed due to unstable temperature output from the generator, and the procedure was not fully completed. The first three lesion sites were completed without issue. When the probe was placed into the fourth cannula, the patient moved on the table and the probe cable was pulled. The lesion was initiated but the temperature raised to 80 degrees and decreased to 40 degrees. During this time, the ablation time would also stop. The probe was replaced three times with no resolution. The procedure ended without completing the lesion at the fourth site. There were no adverse consequences to the patient.